Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The proximal clevis was detached and not returned with the instrument. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The proximal clevis was detached and not returned with the instrument. The instrument was found to have cracks on the main tube. There was a detached fragment not returned with the instrument measuring 5.07mm x 2.68mm. The entire tip- up fenestrated grasper (including the broken grip and pitch cables) are not returned with the instrument. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was observed to have a broken tip. As a result, the entire instrument was removed altogether with the trocar. In order to extract it from the trocar, the tip had to be broken. The broken piece was discarded. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: it was stated that a part of the instrument jaws broke, and user could not get it out. Therefore, they tried removing it with the trocar. As they could not remove it from the trocar, they broke the tip off, but outside of the abdomen. They did not have any pictures, and they threw away the part that broke off.